Event description:
It was reported that an ilet user experienced a pump alert indicating an empty cartridge and a prompt to replace the insulin set despite the cartridge being half full, accompanied by high glucose; the user employs a 6 mm steel contact/detach infusion set, and troubleshooting included a guided rewind, cartridge reinsert, tubing fill with observed drops, disconnection/reconnection, and subsequent monitoring. Symptoms included hyperglycemia with a reported reading of 280 mg/dl that later decreased to 153 mg/dl. Outcomes included no injury and no hospitalization. Investigation included user-guided troubleshooting, confirmation of insulin flow through the tubing, and review of the cartridge change process. Investigation of this case revealed that the prior supply change process was likely performed incorrectly, resulting in a false empty-cartridge indication and hyperglycemia until the line was properly primed and reconnected. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.